Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0505 captures the reportable event of hematoma. Patient code e0717 captures the reportable event of dyspnea. Impact code f08 captures the reportable event of "admitted for 1-day for monitoring" and "presented to ed on pod4 and admitted." Impact code f23 captures the reportable event of "foley catheter inserted." Impact code f2302 captures the reportable event of "1 unit prbc transfused." Impact code f1903 captures the reportable event of "removal of malpositioned ureteral stent."

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. Post-procedure, the patient had a sudden onset of difficulty breathing and throat tightness. The patient was admitted for one (1) day for monitoring and was discharged (pod) without further complications. Four (4) days post-procedure (pod04) the patient presented to the emergency department (ed) and was admitted for perinephric hematoma and clot retention. The patient was transfused with one (1) unit packed red bood cells (prbc) and a foley catheter was inserted. During admission, six (6) days post-procedure (pod06), the malpositioned ureteral stent of the patient was removed. The patient was then discharged seven (7) days post-procedure (pod07) and the total length of the additional hospitalization was three (3) days. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block h11: block b2 has been corrected. Blocks b5, h6 and h10 have been updated based on the additional information received on march 15, 2024. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1309 captures the reportable event of urinary retention. Patient code e1302 captures the reportable event of hematuria. Patient code e0505 captures the reportable event of hematoma. Patient code e0717 captures the reportable event of dyspnea. Impact code f08 captures the reportable event of "admitted for 1-day for monitoring" and "presented to ed on pod4 and admitted." Impact code f23 captures the reportable event of "foley catheter inserted." Impact code f2302 captures the reportable event of "1unit prbc transfused." Impact code f1903 captures the reportable event of "removal of malpositioned ureteral stent."

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. Post-procedure, the patient had a sudden onset of difficulty breathing and throat tightness. The patient was admitted for one (1) day for monitoring and was discharged (pod) without further complications. Four (4) days post-procedure (pod04) the patient presented to the emergency department (ed) and was admitted for perinephric hematoma and clot retention. The patient was transfused with one (1) unit packed red bood cells (prbc) and a foley catheter was inserted. During admission, six (6) days post-procedure (pod06), the malpositioned ureteral stent of the patient was removed. The patient was then discharged seven (7) days post-procedure (pod07) and the total length of the additional hospitalization was three (3) days. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure. ***additional information received on march 15, 2024*** four (4) days post-procedure (pod04) the patient presented to the emergency department (ed) and was admitted for perinephric hematoma, hematuria and clot retention. During admission, six (6) days post-procedure (pod06), a malpositioned non-boston scientific ureteral stent of the patient was removed.